Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used with a nav 6 filter for an atherectomy procedure. Upon removal of the filter, the viperwire advance guide wire unraveled and stretched causing the filter to come free from the guide wire. The filter remained in-vivo. A snare was used to retrieve the filter. Upon inspection post-procedure, it was determined the failure was with the viperwire.

Manufacturer narrative:
The viperwire guide wire was returned for analysis. Analysis revealed the spring tip was deformed. There were no fractures observed. The root cause of the event was determined to be use not consistent with IFU due to an incompatible device being used with the viperwire guide wire. The viperwire instructions for use states "the viperwire guide wire is intended for use with csi orbital atherectomy devices (oad), including the stealth 360°¿ and diamondback 360". The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).